Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that prior to a cryoablation procedure, the outer packaging of the balloon catheter was noted to be damaged and open. The balloon catheter was not used as it was unclear if still sterile. There was no patient involvement.